Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced the urethral and bladder erosion and vaginal pain. The patient underwent mesh removal and rectus fascial sling procedure. Additional information has been requested.